Event description:
It was reported that the patient has had this artificial urinary sphincter (aus) implanted for almost ten years and has been experiencing reoccurring urinary incontinence for the last couple of years. A replacement surgery was performed in which all components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.